Event description:
Patient was complaining of pain. Dr. (B)(6) did a CT scan and an MRI and discovered a pseudo tumor as a result of the large head and trunnion.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding adverse local tissue reaction involving a v40 cocr lfit head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed on the returned head, which observed micro motion and corrosion around the circumference of the distal end of internal taper. Medical records received and evaluation: available medical records were provided to a consulting clinician for review who determined that the corrosion products finding noted in the material analysis report is an expected finding for any modular head-neck junction per the scientific orthopedic literature. Review of the histologic slides and additional staining for metal debris would be helpful in an attempt to arrive at a potential root cause. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other events for the reported lot. Conclusions: review of the provided materials by the clinical consultant indicated, ¿the corrosion products finding noted in the material analysis report is an expected finding for any modular head-neck junction per the scientific orthopedic literature. The pathology notes, ¿chronic inflammatory connective tissue¿ and ¿green suturing material.¿ the term pseudotumor is the label of the specimen from the surgeon and not the histologic diagnosis. Review of the histologic slides and additional staining for metal debris would be helpful in an attempt to arrive at a potential root cause. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." No further investigation for this event is required." If additional information becomes available, this investigation will be reopened.

Event description:
Patient was complaining of pain. Dr. (B)(6) did a CT scan and an MRI and discovered a pseudo tumor as a result of the large head and trunnion.